Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician "sees some irregularities" and the physician "doesn't like" these issues. The I implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.